Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. This product report is related to one other product report for the same event.

Event description:
It was reported by the nurse that the patient had a cardiac arrest; she was resuscitated and transferred to ICU. On (B)(6) 2014, the patient was moved to a step-down unit and is recovering from a myocardial infarction, she continues with pd treatments. The liberty cycler was "sent downstairs after the event". Reportedly the cycler was ok to use and has been returned to service at the site.